Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label cod for f10. Position 1: 1738. Device label code for f10. Position 2: 1701. Device label code for f10. Position 3: 1701. The iab was received intact for evaluation with blood noted on the exterior of the device within the innder lumen. The balloon membrane was observed to be completely unfolded. Visual examination revealed the y-fitting red hub to be cracked. Probable cause of difficulty: a leak in the device was confirmed. The appropriate personnel at datascope were made aware of the problem and steps were taken to remedy the situation.

Event description:
A crack was noted in the y-fitting red hub. Event complications: none from the event - reported 1/20/97. Pt's current status: stable-rpt'd 1/20/97.